Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 499 mg/dl. The customer alleged that the pump was not delivering insulin properly, however, this could not be performed as customer was not available to preform a system check with tandem technical support. Reportedly, the customer reverted to manual injections for insulin therapy.